Manufacturer narrative:
This report will be updated when additional information is received. This correction report provides the first and last name for the initial reporter.

Event description:
It was reported that following a lead revision procedure, where the dislodged lead was explanted and replaced, this implantable cardioverter defibrillator (ICD) recorded a code 1006 after defibrillation threshold (dft) testing was performed. The shock charge was diverted. The lead measurements were normal, so device data was submitted to technical services for evaluation and to explain this behavior. A review of the data found the device had recorded another fault the week before, on june 6 due to a shorted lead condition. The ICD was damaged and was not able to properly charge. It was likely when the dislodged rv lead pulled back into the pocket, the inappropriate shocks had damaged the device. Device replacement was required; however, the patient and physician needed to schedule the procedure for a later date. No adverse patient effects were reported. At this time, the replacement procedure was not yet scheduled.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that following a lead revision procedure, where the dislodged lead was explanted and replaced, this implantable cardioverter defibrillator (ICD) recorded a code 1006 after defibrillation threshold (dft) testing was performed. The shock charge was diverted. The lead measurements were normal, so device data was submitted to technical services for evaluation and to explain this behavior. A review of the data found the device had recorded another fault the week before, on june 6 due to a shorted lead condition. The ICD was damaged and was not able to properly charge. It was likely when the dislodged rv lead pulled back into the pocket, the inappropriate shocks had damaged the device. Device replacement was required; however, the patient and physician needed to schedule the procedure for a later date. No adverse patient effects were reported.